Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu are symmetrical silver colored metallic malleable coiled wires consistent with essure coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wrist surgery, breast reduction, drug allergy, menorrhagia, dysmenorrhea, chronic cervicitis, leiomyoma nos, endometriosis of uterus, cervical intraepithelial neoplasia ii and cystoscopy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total robotic hysterectomy,bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, embedded device and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received -new event menorrhagia, dysmenorrhea were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu are symmetrical slver colored metallic malleable coiled wires consistent with essure coils') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included wrist surgery, breast reduction, drug allergy, menorrhagia, dysmenorrhea, chronic cervicitis, leiomyoma nos, endometriosis of uterus, cervical intraepithelial neoplasia ii and cystoscopy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy,bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu are symmetrical silver colored metallic malleable coiled wires consistent with essure coils') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included wrist surgery, breast reduction, drug allergy, menorrhagia, dysmenorrhea, chronic cervicitis, leiomyoma, endometriosis, cervical intraepithelial neoplasia iii and cystoscopy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy,bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.